Event description:
It was reported that the patient implanted with this pacemaker felt pain. Subsequently, this pacemaker was moved to a submuscular position. This device remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.